Event description:
During administration of anesthesia in preparation for CABG, blood was noted to drip out of electrical connector port of swan ganz catheter. Catheter removed and replaced and surgery proceeded with no apparent injury to patient.subsequent evaluation of the catheter revealed catheter thermistor circuit was defective.